Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to pain and loosening of the stem.

Manufacturer narrative:
The complaint states the primary surgery was operated 9 years ago at this hospital-using pinnacle cup 52mm, metal liner 36mmid, 36mm metal head and g2 stem for the patient. When the patient was playing golf after the primary surgery, he felt a strangeness on his hip. The revision surgery has been undergone on dated of (B)(6) 2016 due to his suffering from a pain, and to loosening the stem found on a medical examination. Armd has not been found. The doctor replaced the metal liner with the polyethylene liner, the stem with the pf-z and the 36mm metal head with the 32mm of it. The revision surgery was completed successfully. The devices were reviewed by bioengineering and a report was received stating; the devices were reviewed by bioengineering and a report was received stating; with regards to the head; goldberg taper score of 4 was given, stripe wear and wear scar was identified, and (B)(4) of fine scratches were noted. With regard to the liner; fine scratches of (B)(4) was noted, and a goldberg taper score of 3 was given. With regards to the stem; no bone or organised soft tissue was noted, polishing/scratching of the fixation surface of (B)(4) was noted, and a goldberg taper score of 4 was given. The stem was reported as loose. The stem is grit blasted, some visible change in the surface finish of the tip had occurred. It is not obvious from the implant that the stem was loose, however the surface finish is a heavy finish. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.